Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was advised by the site that the reported issue did not return after the instruments were reseated. The fse test drove the system and found no issues with the arms. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure that arm 3 would intermittently get stuck. The surgeon was using a monopolar curved scissors (mcs) instrument in arm 3. The instrument reportedly would intermittently get stuck, or move when the surgeon pressed the endoscope manipulation button. The arm would move as well. The intuitive tech support engineer (tse) reviewed the system logs but found no related issues. The tse recommended a system power cycle. The caller did not want to perform a power cycle due to the issue being intermittent. The tse recommended swapping arm 3 out for arm 4. The caller decided to make arm 3 the endoscope arm and move the instruments to arms 2 and 4 to continue the case. There were no reports of patient injury. Intuitive surgical inc. (Isi) followed up and obtained additional information. The issue occurred inside the high-resolution stereo viewer. The customer tried to move the scope but the clutch and right arm 3 moved. The observed movement was greater than intended. Scope moved in the intended direction, but the arms was not supposed to move. Instrument moved and scope clutched intermittently. No shakiness and no interference. Adjusting the scope was done to address the issue. The customer moved to using arms 2,3,4 from 1,2,3. Drape is not available. No patient harm.